Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During installing and replacing the multipurpose drain, the hub separated. The physician removed the catheter and used another of the same device. . No harm to the patient and no additional procedures or intervention was required. This lot had three occurrences noted.